Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they had a hypoglycemic event which results in his wife calling the paramedics. When the paramedics arrived, they performed a finger stick and the bg meter was reading 20 mg/dl, compared the cgm displaying a reading of 63 mg/dl. The paramedics administered the patient with d50 to stabilize his blood sugar. At the time of contact, the patient was feeling better. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.